Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, leak tested, and pressure tested. The first cylinder passed visual and microscopic inspection and there were no visual damages or abnormalities found. The first cylinder passed leakage and pressure tests. The second cylinder passed microscopic and visual inspection. There were no visual damages or abnormalities found. This cylinder passed the leakage and pressure tests. The reservoir was visually inspected, and leak tested. The reservoir had wear and a leak at a fold in reservoir shell. The pump was visually inspected, leak tested, and functionally tested. The pump had trimmed krt (kink resistant tubing) with the window quick connector (wqc.) Under microscope observation, the spring was found to be misaligned in the pump. The pump passed leak test but failed activation tests 2 and 3. Product analysis identified pump malfunction with the returned device. Based on the information available and analysis results, the reported mechanical issue was confirmed and the cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the cylinder connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the cylinder connecting tube. No patient complications were reported.